Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.0/3.5/095 tore/broke during injection into the patient's left eye (os). There was patient contact. No injury was reported.